Event description:
Patient presented to the clinic for follow up and noise was observed on the ventricular channel. The noise observed on the egm appears to be due to a lead integrity issue. However, noise was not reproducible while manipulating the pocket, isometrics or positional testing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.